Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged that if they shake the bed, the brake casters will pop out of brake. No injuries reported.